Manufacturer narrative:
The delivery device was not returned to bausch + lomb. The cause of the lens damage cannot be determined. In the physician's opinion, the lens was received damaged. The physician did not provide any further details.

Event description:
The physician reports performing cataract surgery with attempted implantation of the li61se intraocular lens in the left eye using the ez-28 delivery device. During iol insertion, the physician noticed that the lens was torn. The initial incision was enlarged in order to remove the torn lens. A second iol was implanted successfully without complications. Reference MDR 1119279-2011-00007.